Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause list number and the complaint issue. The overall performance of the alinity I toxo igg assay was reviewed using field data from customers worldwide. The median of the patient results obtained for all lot(s) reviewed in the timeframe 10sep2023 to 09mar2024 is within established limits and thus comparable with historical lots in the field. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number unknown.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated on the alinity I processing module for a pregnant female patient. The customer questioned the results from both dates (10jan2024 and 22jan2024) as they were inconsistent with the patient¿s historical result. The following data was provided: on (B)(6) 2024. Toxo igg = 5.0 iu/ml. Other result provided: toxo igm = 0.07 s/co. (B)(6) 2024 toxo igg = 4.2 iu/ml other results provided: toxo igm = 0.06 s/co; toxo avidity = 4.9 %. (B)(6) 2023 (historical results). Toxo igg = 0.1 iu/ml. Toxo igm = 0.07 s/co. On 30jan2024, the customer provided additional information. The customer stated the patient was transferred to another hospital to continue care for positive toxoplasmosis. The patient was again tested for toxo avidity (unknown platform) at the new hospital and the result was 5.7% (low avidity) which was consistent with the customer¿s toxo avidity result of 4.9%. The physician determined that it was a recent infection and therapeutic regimen was started for the patient. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I toxo igg, list number 07p45-22, that has a similar product distributed in the us, list number 7p45-40 /-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated on the alinity I processing module for a pregnant female patient. The customer questioned the results from both dates ((B)(6) 2024 and (B)(6) 2024) as they were inconsistent with the patient¿s historical result. The following data was provided: (B)(6) 2024, toxo igg = 5.0 iu/ml, other result provided: toxo igm = 0.07 s/co. (B)(6) 2024, toxo igg = 4.2 iu/ml, other results provided: toxo igm = 0.06 s/co; toxo avidity = 4.9 %. (B)(6) 2023 (historical results), toxo igg = 0.1 iu/ml, toxo igm = 0.07 s/co. On 30jan2024, the customer provided additional information. The customer stated the patient was transferred to another hospital to continue care for positive toxoplasmosis. The patient was again tested for toxo avidity (unknown platform) at the new hospital and the result was 5.7% (low avidity) which was consistent with the customer¿s toxo avidity result of 4.9%. The physician determined that it was a recent infection and therapeutic regimen was started for the patient. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive. There was no impact to patient management reported.